Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a broken purge clip.. A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was tested after arriving in fs. Upon examining aic for any visible defects, it was evident that the purge retainer was broken. The root cause of the aic - purge disc/flag issues was a broken purge retainer.